Event description:
Hill-rom received a report from the account stating the side rail would not stay up. The bed was located in (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The tech found the center arm assembly was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.